Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection observed no issues. Functional evaluation revealed the units coag side is not detected, when a wand is plugged in 7/0 is displayed. The unit was opened and found a cable disconnected from a daughterboard. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include rough handling of the device causing cables to come loose or failure of an internal component. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on do not reuse plasma wand¿ devices that have been designed for single use to avoid failure or unanticipated performance. Select the wand type most appropriate for the procedure. The controller will preset nominal and maximum coblate and coagulation voltages for each wand style to ensure a safe and effective operation. In order to adjust the voltage setting, the wand must be connected to the controller. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during setup the visual digital dsiplay on the generator for the coag function downs not move from the number zero, when a consumable wand is plugged in, the display remains at zero when it should read 3, again if you press the +/- function on the generator still the number remains at zero. The procedure was completed with a competitor device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.